Event description:
It was reported the device leaked at the disposable connection prior to use. No patient injury reported.

Event description:
It was reported the device leaked at the disposable connection prior to use. No patient injury reported.

Manufacturer narrative:
Eight (8) samples were received for evaluation. The samples were visually inspected; a crack on the female luer lock adapter was observed. The complaint was confirmed. Functional testing was performed on the samples and the leak complaint was confirmed. The root cause was traced to a faulty supplier item. An internal scar was submitted to supplier for luer connector on 27-nov-2020, in which supplier was notified about the issue reported for broken component. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture., corrected data: d3, g2, h4.